Event description:
High jacket retraction was experienced. Also the jacket guard got stuck and it was difficult to advance the contra wire. Stents were used to improve blood flow through both limbs. The case was completed successfully.